Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to handling methods of the customer. As to the handling methods of the subject device, the contents described in the instruction manual contain the following descriptions that are relevant to the suggested phenomenon. Reported phenomena might be prevented by following these descriptions: do not strike, hit, or drop the distal end, insertion tube, bending section, control section, universal cord, video connector, or light guide connector of the endoscope. Also, do not bend, pull, or twist the distal end, insertion tube, bending section, control section, universal cord, video connector, or light guide connector of the endoscope with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the rhino-laryngo videoscope parts were falling off the distal end. The issue occurred during reprocessing and was completed using the same set of equipment. There were no reports of patient involvement.